Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 124 mg/dl. Customer cleared the alarm but the pump stop beeping and the buttons are not responding. Customer stated that the pump got wet when she was at the beach. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There were no button error alarms noted. There were also no traces of moisture noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners and battery tube threads. The insulin pump was received with a minor scratched display window.